Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
It was reported that during a routine device change out procedure this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock during electrocautery. Prior to the procedure there were no device anomalies noted, however after the device was removed a red screen was observed on the programmer. There were no adverse patient effects reported. The device was returned for analysis.